Event description:
It was reported the patient experienced intermittent significant changes in pain control. Large discrepancies in the expected vs. The actual residual volumes (more volume than expected), over the last year, were also noted despite normal roller ball and dye studies. The pump was explanted and replaced due to a suspected malfunction. The drug used in the pump was a mixture of hydromorphone 20 mg/ml, clonidine 1600 mcg/ml, and ziconotide 2.5 mcg/ml at a dose of 12 mg/day.

Manufacturer narrative:
Final device analysis results were not available on the date of this report. A follow up report will be submitted, when device analysis is complete.